Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant follow-up, it was discovered that the right atrial (ra) lead was dislodged. The lead was explanted and programming changes were made to the device. The patient was in stable condition.